Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshooted the issue with the customer over the phone. The customer was recommended to replace the o2 sensor. Covidien was not authorized to conduct the repair.

Event description:
It was reported that, while in use on a patient, an 840 ventilator failed oxygen (o2) sensor calibration. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). Customer informed ventilator was repaired with o2 sensor replacement. Covidien was not authorized to conduct the repair.